Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 203 mg/dl and a sensor glucose level of 72 mg/dl. Troubleshooting was not performed. The sensor was not replaced or returned for analysis.